Event description:
Medical affairs spoke to patient in regards to the call that was made by patient and their md in 2002. Patient mentioned that they were feeling fine and had no symptoms of high or low blood sugar. They mentioned that they did not eat much that day because their meter had been showing readings in the "160-180's. Around noontime they checked their sugar and it read 180 mg/dl. Patient ate a ham sandwich and some potato chips. Around 3pm, prior to leaving work, they checked their sugar and it read 138 mg/dl. Patient claims they were feeling fine. Patient drove 2 miles and the next thing they knew they were in the hospital. They were told that they had been in a car accident and their car was totaled. Their blood sugar in the hospital was 23 mg/dl and was treated with three bags of IV glucose. They were in the hospital till 10:30 pm. Prior to leaving the hospital, patient's sugar was 314 mg/dl. Patient took their insulin accordingly. Patient refused to stay in the ER overnight as requested by their md. The following morning, patient tested their sugar and obtained a 143 mg/dl. Patient claims that their meter reads inaccurately high when they should have been low. Medical affairs found out that patient was using test strips that had been expired 10/02. Patient claims that they had opened that vial a week prior to the incident and checked it with the ctrl at the time and it had passed. They did mention that after the incident they checked the subject test strips with ctrl and it failed. Patient could not find the subject ctrl sol. Medical affairs explained to the patient about the expiration date on the test strip vial. Patient claims that they had called lfs, prior to using the vial and was told by a customer service rep that it was ok to use that vial. There is no record in cares that patient called. Medical affairs is sending patient a new meter and test strips. Upgrading patient to an ultra meter, since patient has a back up ultra meter. Medical affairs spoke to the patient's md, who basically wanted to know the shelf life of the vial of test strips. Medical affairs mentioned that the shelf life of the test strips is up to the expiration date; however, that was not a good enough answer for the md. He requested that lfs gets a hold of the sales rep and have the sales rep come to the facility. Md did not want to talk any further and medical affairs was unable to find out if the md had reported the incident to the FDA. Left a message with the sales rep in the area to get a hold of md.